Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that fluid was leaking from the bottom of the coulter ac.t diff2 analyzer. Customer stated that patient samples and results were not affected, and that no one was exposed to or harmed by the instrument leak. The field service engineer (fse) inspected the instrument and determined that the root cause for the leak was that the waste pump (pump 6) appeared to be failing, causing the white blood cell (wbc) and red blood cell (rbc) baths to overflow. The fse replaced the waste pump and bleached the wbc and rbc baths. There was no further evidence of leaking. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument leak issue.